Event description:
Additional information received reported that the patient's ins had been replaced "a few weeks ago" and the patient was receiving effective therapy.

Event description:
It was reported that the patient fell about 3 weeks ago and since that time, he had noted a change in his implantable neurostimulator (ins) charge (coupling) and the ins charge not lasting as long (depleting more rapidly). Prior to the fall, the patient was able to get full 8 coupling bars and now 0 coupling, but could sometimes get up to 4 bars. After the fall, the patient did not experience any changes with therapy, but he was sore (including pocket) on the entire right side of the body. Another recharger was tried with same zero coupling bars. It was noted that it could start with 4 coupling bars, but depleted to 0 rapidly. Additional information stated that when the patient fell he landed directly on his ins and was not yet receiving effective therapy. An impedance check was performed which came back ok, and further action will be taken by the physician as he wants to move forward with replacing the battery, but a date has not yet been set. Additional information has been requested, but was not available at time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 355028, lot# n424674, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).